Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any physical damage to the keypad. Functional testing was performed which identified the number "1" key on the keypad did not function properly. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause was related to a defective keypad. The front cover assembly and front panel gasket will be replaced to resolve the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned novum iq syringe pump, the number "1" key on the keypad was found to not function properly. No additional information is available.